Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited an increase in pacing impedances from the 900 ohm range to 1840 ohms. There was one out of range measurement of greater than 2,000 ohms. The impedances thereafter have been back into the 800-900 ohm range. The patient was brought into the clinic for evaluation. No noise was able to be reproduced during manipulation. The impedances during manipulation was 955 ohms. The patient's pacing thresholds had increased to 4.5 volts therefore the lead configuration was changed and troubleshooting was again performed in the new configuration with no out of range measurements being able to be produced. At this time, no further intervention has been performed. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.